Manufacturer narrative:
Device evaluation summary: the spectra cylinder was visually tested and functionally tested. It performed within specifications.

Event description:
Additional information received indicated the infection location was the "c. (Corpora) cavernosum."

Event description:
It was reported that the spectra malleable penile prosthesis was replaced due to infection. There were no further patient complications reported as a result of this event.